Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 55 mg/dl. Prior to the event, the customer ate breakfast, then went to her doctor. After an hour, the medical staff noticed symptoms of hypoglycemia, and sent the customer to the hospital. Troubleshooting was performed, and the insulin pump passed the displacement test. No motor error alarms were found in the alarm history. Nothing further was reported.